Manufacturer narrative:
Evaluation results: inherent risk of procedure - (cva/stroke). Evaluation conclusions: inherent risk of procedure - (cva/stroke). (B)(4).

Event description:
During index procedure, the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the proximal lad. Approximately 30 days post index procedure, patient had an endeavor sprint drug-eluting stent implanted in the rca. The patient suffered a medullary infarct (cva/stroke) approximately 18 months post the index procedure. The investigator has indicated the event was not related to the study device. Outcome reported as not recovered /resolved.